Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a check cassette p alarm code. This was reported to have occurred during use with a homecare patient and during preventive maintenance testing. No additional information was provided. There is no indication of a reportable malfunction. However, during verification testing at the service center the device alarmed with a check cassette p alarm code and pressure sensor drift was noted.

Manufacturer narrative:
During testing at the service center pressure sensor calibration drift was noted during the volume accuracy test. The device alarmed for check cassette p. This was found to be due to the pressure sensor being out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.